Event description:
Prior to the incision, a scrub put the laparoscopic trocar in the igloo (clearify) warmer. The surgeon removed the trocar from the igloo and put the scope in the igloo. A piece of plastic was visualized on the monitor and removed from the patient's abdomen. Upon investigation, the lumen of the igloo was found to have a piece missing. The supervisor was notified, x-rays were taken and cleared by doctors. No foreign body was left behind.